Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared the laboratory result. At 19:18 the result from the meter was 4.1 inr. At 19:28 the result from the laboratory was 2.96 inr. There was no adverse event. The customer's therapeutic range was 3.0 - 3.5 inr. Relevant retention test strips (lot 345221) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.